Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2013 with concomitant vaginal hysterectomy. According to the complainant, on (B)(6) 2014, the subject presented with a urinary tract infection(uti). On (B)(6) 2014, the subject was prescribed bactrim to treat the uti. The uti resolved on (B)(6) 2014. The investigator for this clinical trial assessed the event as related to the study procedure and not related to the device.